Event description:
The customer contacted stryker to report that their device failed to analyse patient's rythem. Additionally, the customer observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative evaluated the customer device and was able to verify the reported issues. The therapy and power pcb assmblies were replaced to resolve the reported issues. Proper device operation is observed through functional and performance testing, the device will be returned to the customer. The replaced parts were returned to stryker product analysis center (pac) for further investigation. The pac technician was unable to duplicate the reported issues. Therefore, a root cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device failed to analyse patient's rythem. Additionally, the customer observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. This issue is patient related; however there was no adverse patient outcome reported.